Manufacturer narrative:
(B)(4).

Event description:
The medical doctor was feeling resistance when inserting the guide wire into the patient's body, and the guide wire was removed from the patient's body. After the removal, medical doctor checked the guide wire and found that the middle part was cut off. The patient then took a chest x-ray and could not identify the guidewire remaining in the body with the naked eye.

Manufacturer narrative:
(B)(4). The customer returned a single unraveled guide wire for evaluation. The guide wire was unraveled but was returned as one continuous piece. No other components were returned. Visual examination revealed the guide wire is unraveled due to a broken core wire towards the distal end of the guide wire body. A small portion of the core wire was attached to the distal weld and a larger portion of the core wire was attached to the proximal weld. The core wire distal j-bend was exposed out of the coil wire and was damaged due to the break in the core wire. There was also a single kink in the guide wire body. Microscopic examination of the guide wire confirmed the core wire was not adjacent to either of the welds. The exposed distal end of the core wire is smooth and even at the point of separation. The exposed proximal end of the core wire was flattened and outwardly tapered at the point of the separation. Both welds were present and appeared full and spherical. The kink in the guide wire body was located 347 mm from the proximal tip. The proximal e nd of the core wire measured 581 mm in length and the distal end of the guide wire measured 19 mm in length. The combined length of 600 mm is within the specification; therefore no pieces of the core wire appear to be missing. Other remarks: the outside diameter of the guide wire was also within specification. The undamaged proximal end of the guide wire was advanced through a lab inventory 18ga introducer needle and ars and was able to pass through the components with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken on the body towards the distal end of the guide wire. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the md was feeling resistance when inserting the guide wire into the patient's body, and the guide wire was removed from the patient's body. After the removal, md checked the guide wire and found that the middle part was cut off. The patient then took a chest x-ray and could not identify the guidewire remaining in the body with the naked eye.